Event description:
From x-rays, piton appears to have pulled loose along with several of the wings. Revision surgery performed to remove piton.

Manufacturer narrative:
Device may have been (B)(4). X-rays were provided for eval. Review of x-rays confirms that the piton has pulled out of the bone along with wings. Unable to determine conclusively reason for this occurrence. This is the final report submitted regarding this surgical event and medical device.